Event description:
The customer reported that a group a pos pt's sample reacted positive (2+) in the anti-b and control microtubes using the mts a/b/d monoclonal and reverse grouping card lot # 041408037-17. Customer indicated that the levels of the microtubes looked below acceptable level. The customer indicated that the 2 cards involved with the false positive were not inspected prior to use. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Retained testing performed at (B) (4) mts using known a group a positive donor sample was satisfactory. False positive reactions were not noted in the anti-b and control microtubes. Gel cards performed as expected at the (B) (4) site and no false positive reactivity were observed in any of the gel cards. Batch record review was within release specifications. Product labeling requires visual inspection of the product prior to use and cautions the user not to use cards if the liquid level in the microtube is at or below the top of the gel matrix. In addition, cards that show signs of drying, discoloration, bubbles, crystals, or other artifacts should not be used. The customer may have used gel cards that exhibited low liquid levels and obtained false positive results. Incident is isolated. (B) (4).